Event description:
Patient reported the display on the infusion device is defective and covers the display information; a misinterpretation of the insulin amounts is possible. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint can be verified. Result the display is missing several pixel lines and pixel columns due to an interrupt of the heat-seal connection. The customer is not able to see 100% of the display. The defective pixels can lead to misinterpretation of insulin amount.